Event description:
On oct 31, 2008 the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately low compared to her feelings/normal readings. The pt tests 4x/day (after meals and bedtime). She also takes 70/30 insulin (60 units in the morning and 55 units at night) and regular insulin if her blood glucose levels get above 170 mg/dl. She stated she went to the hospital in 2008 for sickle cell pain crisis and was admitted for 2-3 days. She was told that her blood glucose level was "325 or 395 mg/dl", which possibly triggered her sickle cell pain crisis. For a couple days prior to the date of event, she allegedly noticed she was getting lower than usual meter readings and was not taking any of her regular insulin. On the event date, (unspecified time), she tested in the "60's" on her meter with no symptoms. At that time, she was expecting meter results around 97-106 mg/dl. As a result of the low meter result, she contacted her doctor for advice. Her doctor advised her to take a lower amount of 70/30 insulin (15 units instead of her usual 60 units). Ten mins after the test, she drank orange juice and reportedly felt "sick" and jittery within 15 mins after drinking the juice. She explained that the jitteriness that she felt was very different from her typical hypoglycemic symptom. She retested again and got "120 mg/dl". She did not do anything to treat her symptoms other than to lay down and rest. Later the same night, the pt was taken to the ambulance due to her excruciating pain. The ambulance started an IV but she did not receive any other treatment until she arrived at the hospital. At the hospital, she received pain medications and insulin. The customer care advocate (cca) was unable to go through troubleshooting with the pt since she did not have any of the testing supplies with her. This complaint is being reported due to the following conclusion: the pt reportedly developed hyperglycemia after obtaining alleged inaccurate low meter readings and not taking her insulin.